Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. A local area sales representative reported that the patient had a history of kidney failure and contrast could not be used during the initial implant procedure. As a result of the dislodgement, a revision procedure was performed and a venogram was successfully used to locate an adequate target vessel. The lv lead was successfully explanted and replaced. There was no report of adverse patient effects during this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.